Manufacturer narrative:
Concomitant device: ethicon securestrap, strap25, lot #: jc2852, tec1515 parietex std py 15x15cm x1, lot number: sod0015x. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia and an inguinal hernia. It was reported that after implant, the patient experienced recurrence, abdominal pain, discomfort, tenderness, nausea, constipation, difficulty urinating, right groin mass, and groin pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an umbilical hernia and an inguinal hernia. It was reported that after implant, the patient experienced pain, unable to move bowel regularly, can't work out, can't engage in activities, recurrence, abdominal pain, discomfort, tenderness, nausea, constipation, difficulty urinating, right groin mass, and groin pain. Post-operative patient treatment included ultrasound, and medication. Relevant tests/laboratory data: (B)(6) 2019: us rlq reveals reducible bowel containing right inguinal hernia concomitant device: ethicon securestrap, strap25, lot #: jc2852.